Manufacturer narrative:
Zimvie complaint number (B)(4). Investigation summary the complaint reported that the implants at tooth locations 45 and 46 were removed due to bone fracture. One 3i t3 short external hex parallel walled implant, (boes505) and one 3i t3 short external hex parallel walled implant (boes605) were returned for evaluation (see images attached). Visual/physical evaluation of the as returned products identified signs of use but no apparent signs of malfunction. Functional testing could not be performed due to that nature of the devices and event. This investigation addresses the implant boes505. DHR review was completed for the subject lot number 2018091488. No deviations or non-conformance's, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 2018091488 for similar events and no other complaint was identified. Review completed utilizing keywords: 'dental: medical: bone fracture.' The customer did not submit images for the reported event. Review of appropriate documentation: documents reviewed: biomet 3i dental implant IFU (p-iis086gi), rev j - 7/31/2022. Information identified: contraindications. Per the applicable IFU, 'biomet 3i dental implants should not be placed in patients where the remaining jawbone is too diminished to provide adequate implant stability'. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was accident - per complaint description, the patient¿s jaw was broken in an accident. Therefore, based on the available information, device malfunction has not occurred. Additionally, the reported event could not be verified as the exact details of event were unknown/unverifiable. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
It was reported that the implants at tooth locations 45 and 46 were removed due to bone fracture. Patient broke jaw in an accident. Symptoms caused by the event: pain, edema, inflammation and paresthesia.

Event description:
It was reported that the implant at tooth location 30 was removed due to bone fracture. Patient broke jaw in an accident. Symptoms caused by the event: pain, edema, inflammation and paresthesia.

Manufacturer narrative:
Zimvie complaint number (B)(4).